Event description:
It was reported during a ptca/stent procedure, resistance was met during reuse of the balloon catheter. The balloon catheter and guide wire were removed and replaced. The procedure was successfully completed without complication or patient injury. This event is being filed due to the invesitgational findings.